Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this article. The dates of the events are unknown; however, the article was accepted for publication on 28th of november, 2021. Therefore, the 'submission for publication date' was used as the occurrence date. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), ventricular perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient and procedural factors were not provided. However, this event may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: useini, dritan et al. ''Long-term outcomes after transfemoral-transcatheter aortic valve implantation in very old patients using the balloon-expandable bioprosthesis.'' Gerontology & geriatric medicine vol. 8 23337214211073246. 19 jan. 2022, doi:10.1177/23337214211073246 h3 other text : literature reported event, no indication of device return

Event description:
As reported by our affiliates in germany, through the review of the medical article: ''long-term follow up after transfemoral transcatheter aortic valve implantation in lower risk patients using the balloon-expandable bioprosthesis: gender-dependent outcomes'', corresponding author dr. Dritan useini from heart center bergmannsheil, multiple events were identified. Data of 103 consecutive patients with symptomatic severe aortic stenosis undergoing tf-tavi using the edwards sapien 3 were analyzed in a single-center study. The following events were identified: one patient had a left ventricle perforation as a procedural complication. No additional information was provided.

Manufacturer narrative:
Supplemental report to reference related manufacturer report no: 2015691-2023- 10291, 2015691-2023- 10292, 2015691-2023-10293, 2015691-2023-10294, 2015691-2023-10296, 2015691-2023-10297, 2015691-2023-10298, 2015691-2023-10299, 2015691-2023-10300, 2015691-2023-10301